Manufacturer narrative:
The reporter indicated that a 12.6mm, vticmo12.6, -17.00/2.0/071 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The lens was explanted due to low vault. On (B)(6) 2020 replacement lens was implanted and the problem resolved, patient is in very good condition. The reporter stated that lens opacity asc was noted before first surgery. If additional information is received a supplemental medwatch report will be submitted. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -17.00/2.0/071 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was explanted due to low vault. A replacement lens was later implanted and the problem resolved, patient is in very good condition. The reporter stated that lens opacity asc was noted before first surgery. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that a 12.6mm, vticmo12.6, -17.00/2.0/071 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault with an unspecified lens rotation and the problem resolved, patient is in very good condition. The reporter stated that lens opacity asc was noted before first surgery. D7-explant date-(B)(6) 2020. H6- patient code 3191: secondary surgical intervention; exchange. Patient code 1766-lens opacity(cataract). Device code 2923- rotation. Claim# (B)(4).

Manufacturer narrative:
Device evaluaton : lens returned in a micro-centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and residue and debris on lens. Claim# (B)(4).